Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to follow instructions in the user guide and device training as well as on-screen instructions when completing the cartridge change process, resulting in a large amount of insulin being delivered unintentionally.

Event description:
On (B)(6)2024 an ilet user reported issues with their ilet system after changing supplies post-shower, as it was still indicating low insulin. The user initially did not rewind the ilet before placing a full cartridge into the chamber and reported they were disconnected from the device during this process. After 40 minutes of troubleshooting, the user experienced an urgent low blood glucose (bg) level, reading "low" (less than 40 mg/dl) on the ilet. Upon further discussion, it was revealed the user was connected to the ilet while forcing the cartridge into the chamber, potentially administering a large dose of insulin. The agent advised the user to disconnect from the ilet, consume fast-acting carbs, and go to the hospital immediately. On (B)(6)2024 a beta bionics customer care agent followed up with the user about the event. The user reported their bg dropped to 40 mg/dl for about 60 minutes, requiring IV glucose at the hospital along with orange and cranberry juice provided by the user's husband. The user experienced sweating, dizziness, difficulty walking, and weakness.